Event description:
Vanish point retractable technologies u-100 0.5ml insulin syringes do not always retract posing a potential needle stick injury to staff. Additionally, the needles on some of the syringes are blunt, making it hard to enter the insulin vial. When injecting into the pt, the needle bends.